Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient was hospitalized because of decubitus of the connection between the extension and lead. A revision was done and the extension was replaced. Following the replacement of the extension, the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the extension decubitus was unknown. It was unknown if any diagnostics were done or if the patient experience any other symptoms.